Manufacturer narrative:
E1: establishment name: (B)(6) hospital. The device was returned to olympus for evaluation and the evaluation found the tissue pad was worn and partially separated. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, during a therapeutic esophagectomy, the pad of the sonicbeat device was worn out. The procedure was completed with a similar device. Though the procedure was delayed, the customer did not specify how long the delay was. There were no reports of patient harm or injury due to the device malfunction or the delay in the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to d4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is possible that the peeling of the tissue pad was caused by the following causes: 1) the rear tissue pad was worn out and part of it came off because the ultrasonic output was performed with a thick and hard tissue gripped by the tip of the grip 2) by ultrasonic output while grasping a thick and hard tissue at the tip of the gripping part, the tissue pad on the rear end side was worn out and a part of it peeled off. The event can be detected/prevented by following the instructions for use which state: "if the grasping section, the probe tip gets sticked tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity. If you continue to make incisions in hard, thick tissues such as the cervix with only the tip of the gripping part, some of the tissue pads may be severely worn, exposing the metal part, which may scratch the tip of the probe and cause it to break or fall off. Do not activate output while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. Do not close the gripping part and output when nothing is grasped between the grasping part and the probe tip, or when it is not possible to confirm whether the living tissue or blood vessel being grasped has been incised. Due to abnormal heat generation caused by friction between the gripping part and the probe tip, the gripping part and the probe tip may be damaged, deformed, or falling off, and part of the tissue pad may peel off, leading to severe wear. When cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. When treating living tissues or blood vessels, make an incision with light tension so that the incision can be seen. Also, when it is cut off, stop the output immediately. Otherwise, abnormal heat generation due to friction between the tissue pad and the probe tip may lead to damage, deformation, or disconnection of the gripping part (both the stainless-steel part and the fluoropolymer part) and the probe tip, or a part of the tissue pad may peel off". Olympus will continue to monitor field performance for this device.